Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said she is having problems with the bladder stim. She doesn't know if she is on the wrong program or if she needs to adjust it. It isn't working very well for her. The issue started more than a month ago. Walked caller through checking her settings. Patient was on program 5 at 1. 4 ma. Patient increased the stimulation to where it was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. The patient reported that they had the system removed about two weeks ago. The patient said the therapy never worked for them since the day of implant. They had met with multiple manufacturer representatives (reps) over the years. Patient services emailed registration to update the patient information.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified the device not working as the patient was having pain at the implant site. They noted that the patient had a large weight loss after implant and it was thought to be the cause of their pain. The device was removed per the patient's request. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.